Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient codes.

Event description:
It was reported that during the placement of the pace or sense lead, health care professional (hcp) wanted to reposition the lead as the lead was turned counterclockwise, and the helix was dislodged. Chest x-ray confirmed that the lead has not moved and the lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during the placement of the pace or sense lead, health care professional (hcp) wanted to reposition the lead as the lead was turned counterclockwise, and the helix was dislodged. Chest x-ray confirmed that the lead has not moved and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient codes. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that during the placement of the pace or sense lead, health care professional (hcp) wanted to reposition the lead as the lead was turned counterclockwise, and the helix was dislodged. Chest x-ray confirmed that the lead has not moved and the lead remains implanted. No adverse patient effects were reported.